Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No audio/vibrate anomaly/absence of alarm noted during test. Device received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio alerts and piece of plastic was broken on the insulin pump. The customer¿s blood glucose level was unknown. Customer stated that hard to hear the alert. Customer also stated that battery compartment was broken. Troubleshooting was performed for damaged. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.